Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the ventricular lead exhibited noise. No intervention was reported and the patient would be monitored.